Manufacturer narrative:
H.6. Investigation: a complaint of foreign matter was received from the customer. A sample was returned to aid in the investigation. Through visual inspection foreign matter was confirmed. A device history record review was completed by our quality engineer team for provided lot number 2011252. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #2011252 regarding item #383652.

Event description:
It was reported that the bd nexiva¿ kit w/ q-syte¿ 22ga 1.0in experienced a damaged or open unit package/seal where sterility was compromised. The following information was provided by the initial reporter: hair was found in a package of q-syte (385100), which is a component of nexiva (383652). Lot # of q-syte (385100) is reported to be 2011252.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that the bd nexiva¿ kit w/ q-syte¿ 22ga 1.0in experienced a damaged or open unit package/seal where sterility was compromised. The following information was provided by the initial reporter: hair was found in a package of q-syte (385100), which is a component of nexiva (383652). Lot # of q-syte (385100) is reported to be 2011252.